Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted for dehydration and anemia. The pt's hemoglobin was found to be low. The pt had an increased ldh, which normalized. Vad coordinator reports that pt had no signs of hematuria and no significant changes in lvad parameters. Patient was being worked up for upper and lower gi. Gi bleeding was reported and results are pending. The vad coordinator reported that the pt was given blood transfusions and hemoglobin values were normal prior to pt discharge. Pt was discharged home.